Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 186 mg/dl at the time of report to the upper 400's (mg/dl). Reportedly, the supplies were changed to address the event.